Event description:
A biomedical engineer reported a system message was displayed during surgery and the lamp would not shutdown. There was no pt harm reported. Add'l info was received from the engineer reporting an alternate light source was used to complete the procedure. There was a reported delay of approx two minutes with no pt impact.

Manufacturer narrative:
The customer called the company tech support specialist (tss) to assist with troubleshooting the lamp shutdown and system message "lamp dead/defective - electronics failure". The facility's biomed replaced the lamp assembly. The facility did not request service. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).